Event description:
The account was experiencing spikes in control recovery that occurred approximatley every two to three days the spikes did not cause pt results to be mis-reported. The field service rep found the rotor was out of adjustment and repaired the instrument by replacing the morot and the rotor belt.